Event description:
The ge oec 6800 miniview fluoroscopy system failed during boot up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a failing single board computer (sbc). The snc was removed and replaced with associated upgrades per svc procedure. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was not reported injury or negative effect to any pt as a result of the malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.